Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their communicator was not working. The patient stated that when they go to connect to their implantable neurostimulator (ins), they see the 'device not responding' screen. The patient added that they had tried to reposition the communicator several times, then when they do get connected to their ins, their therapy was not always off. The patient mentioned that when they made an adjustment, the adjustment didn't go through and instead would show the device not responding screen. They confirmed that this had never happened before. The patient also confirmed that they had a recent fall, but they didn't think this fall damaged their ins. The caller also mentioned that they had an MRI and only turned their therapy off then on again after the procedure, but then they clarified that the MRI was only for their head. The agent reviewed general device use and redirected the patient to their healthcare provider (hcp) to further address the issue.